Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10173. (B)(4).

Event description:
The sales rep reported that during an unknown procedure that the customer's microquick anchor plus pulled out and would not deploy into the bone tunnel. This happened twice, each time the surgeon re-drilled a new bone tunnel. The surgeon completed the procedure with a third same type, same size anchor in the new 3rd bone tunnel. There were no patient consequences but a 5 minute delay was reported.